Event description:
It was reported that this pacemaker had exhibited noise, pacemaker mediated tachycardia (pmt) and signal artifact monitoring (sam) during an electrocautery procedure. Technical services (ts) was consulted and confirmed the device appeared to be functioning as programmed, and that pmt episodes were successfully terminated. This pacemaker remains in service. No adverse patient effects were reported.